Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the manufacturer's representative regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - nonmalignant pain. It was reported that it was difficult to charge. The manufacturer's representative reported that the patient's neurostimulator (ins) was implanted abdominally and the rep thinks that the device may be too deep. The rep stated the patient had to push really hard to get 2 coupling bars. No symptoms reported. No further complications were reported/anticipated. Additional information was received from the rep who reported that they gave the patient stickers to see if that would help keep the paddle in the best position. Rep reported it was unknown if the issue resolved. Rep stated she stated it was the first time she had a lot of difficulty charging and it took 3 days to get it fully charged. Rep reported they noticed when looking at logs, the patient was averaging 0 bars and was recharging for hours at a time, consecutive days with no bars.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported that patient's weight was unknown.